Event description:
It was reported that bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml have poor barrier separation and red cell hang up the following information was provided by the initial reporter: ¿customer sees rbcs in supernatant. Due to this they centrifuge twice. This helps for the rbcs but then they dont see the cell ring in the supernatant anymore. Customer now extremely unsure about the supernatant quality and possible contamination. Advised on centrifuging, theyre currently on 1500g, 20 mins at rt. Adviced to speed up a bit since 1500 is the lower limmit, also to add the ramp up - ramp down time to the 20 mins. Adviced also on proper mixing (rbc hangup) and proper pre-analytics."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml have poor barrier separation and red cell hang up. The following information was provided by the initial reporter: ¿customer sees rbcs in supernatant. Due to this they centrifuge twice. This helps for the rbcs but then they dont see the cell ring in the supernatant anymore. Customer now extremely unsure about the supernatant quality and possible contamination. Advised on centrifuging, they're currently on 1500g, 20 mins at rt. Advised to speed up a bit since 1500 is the lower limit, also to add the ramp up - ramp down time to the 20 mins. Limit also on proper mixing (rbc hangup) and proper pre-analytics."